Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient who had previously experienced issue with the bolus calculator not accounting for the amount of insulin on board (iob) and was able to intentionally duplicate the issue. The patient was aware of the field safety notice at the time of the call and recreation. The patient did not deliver the bolus.